Manufacturer narrative:
The computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Concomitant medical products: ln 1823984. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID: 97 3522r. No patient involved. Onsite functional and visual examination was performed by a manufacturer representative. Hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the surgeon powered on the system before the case both monitors displayed no input detected. The clinical specialist requested shipment of computer. Site is potentially canceling cases due to system. No patient present.